Event description:
It was reported the patient needed to turn their device off because they were having nausea, fever, and chills and the symptoms were getting worse. This was reported to be a sudden onset of symptoms that occurred following the device being implanted. It was noted the patient was thinking they had an allergy as their body had previously rejected the metal used in a previous shoulder surgery. The patient had been directed to turn the device off by their healthcare provider until they could meet for an appointment. After the device was turned off, the patient felt less nauseated while it had been off. Additional information received on 2014-12-11 indicated that the lead and the neurostimulator were component involved with this event. The patient experienced nausea, fatigue and low grade fever. The device was turned off and the action taking to resolve the issue was to explant the device. It was reported as unknown if related to device. There were no obvious signs of infection. The patient outcome was reported as not recovered, symptoms/issue ongoing. A follow-up report will be sent if additional information becomes available

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0ptn4, implanted: (B)(6) 2014, product type: lead. (B)(4).